Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and severely calcified anterior tibial artery. The physician advanced the 2.5mm x 40mm x 146cm sterling es pta balloon dilatation catheter across the lesion and inflated the balloon to 6atms. Next, the physician inflated the sterling balloon a second time to 8 atms, however, the sterling balloon ruptured. The physician successfully completed the procedure with a different sterling balloon catheter. No patient complications were listed and the patient's status was reported as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)